Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous unspecified peripheral artery that did not have any calcification. A 9.0 x 59 mm omnilink elite balloon expandable stent system was used; however, when the device was being inserted in a 6 fr guiding sheath, the device separated inside the sheath and outside of the anatomy. Excessive force was applied to pull the device out of the sheath. An unspecified non-abbott device was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported resistance was not confirmed because the stent on the omnilink elite was damaged and the introducer sheath used during the procedure was not returned. It should be noted that the omnilink elite instruction for use (IFU) warns: should unusual resistance be felt at any time during lesion access or stent delivery system removal, the introducer sheath and stent delivery system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and stent delivery system components. In this case, removing with force did not contribute to the resistance with the introducer sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. The investigation was unable to determine conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.